Event description:
Customer reported isoproterenol was ordered for an adult patient to be infused at 0.5 mcg/min and the nurse programmed 5 mcg/min instead. There was no patient harm or medical intervention. The customer stated that no further patient or event information was available.

Manufacturer narrative:
(B)(4). The customer stated the product will not be returned because they determined the cause and do not require an investigation. The customer's complaint of incorrect programming event could not be confirmed because the device was not returned for investigation.